Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed pain and twitching sensation in her left shoulder during (B)(6) 2016. On (B)(6) 2016, she presented to the hospital for a check up and upon interrogation, it was discovered that the atrial lead exhibited no sensing and loss of capture at maximum output. Chest x-ray was performed and showed that the lead tip had migrated to the proximal subclavian vein close to the pocket. The patient was then admitted for a lead revision procedure. During the procedure, cinefluoroscopy was performed and showed that both the atrial and right ventricular lead had significant amount of looping in the pocket. The imaging also showed that the right ventricular lead was in appropriate position but the slack was pulled out of the lead. Upon opening the pocket it was discovered that the atrial lead was wrapped around the pacemaker several times which was suggestive of twiddler's syndrome. The atrial lead was explanted and replaced. More slack was added to the right ventricular lead. Both leads were connected to the pacemaker and the pocket was closed. The patient tolerated the procedure well and was noted to be in stable in the post procedure check up on 7/8/16.

Event description:
New information was received from the patient's daughter noting the events on (B)(6) 2016 were unrelated to the patient's shock sensation. The patient was reported to have a cardiac catheterization at the time of the event.

Event description:
New information received noted that the patient began experiencing a hard time breathing and arrhythmia around (B)(6) 2016. It was reported that the patient's leads were displaced on (B)(6) 2016. The patient began experiencing shock sensation in (B)(6) 2016. The physician diagnosed the condition as muscle spasm and the patient was prescribed muscle relaxer. No further information was received.